Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: evaluation revealed that program memory crc check failed occurs immediately when powering meter. Investigators were unable to pair pump and meter.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error 1 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.